Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with interlink system non-dehp t-connector extension set. The nurse stated that the t-connector popped out of an 18-gauge angiocatheter. There was no patient injury or medical intervention associated with this event. No additional information is available.